Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image could not be viewed, there were scope detection issues, and many scope communication errors. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when preparing the evis lucera elite video system center for an unspecified procedure, and intermittently during the procedure, image noise occurred on the entire screen and the endoscopic image was not visible. Additionally, many other scope communication errors occurred, and sometimes the scope was not detected. The procedure was able to be completed by restarting the power supply and wiping off the scope connector contacts and replacing the camera with another identical camera. There was no report of patient harm due to the event. It was noted that this issue occurred on more than one occasion, however, the reporter stated the number and detail of cases were unknown. Mdrs related to this event were submitted for patient identifiers (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of image loss was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.